Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve underwent an attempted valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to moderate-severe symptomatic mitral stenosis caused by reduced mobility of 2 leaflets and severe restriction of 1 leaflet. The patient initially presented with exertional dyspnea and chronic-systolic heart failure. The tmvr procedure was ultimately aborted due to a femoral vain rupture resulting in a wasted 29mm 9600tfx transcatheter valve. Vascular surgery was called in to perform a repair. The tavr procedure was rescheduled.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve underwent an attempted valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to severe symptomatic mitral stenosis caused by reduced mobility of 2 leaflets and severe restriction of 1 leaflet. The patient initially presented with exertional dyspnea and chronic-systolic heart failure. After the procedure, the patient was taken to the pacu in stable condition. The tavr procedure was completed after an implant duration of seven (7) years, 10 months resulting in the implant of a 29mm 9600tfx transcatheter valve.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve underwent an attempted valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to severe symptomatic mitral stenosis caused by reduced mobility of 2 leaflets and severe restriction of 1 leaflet. The patient initially presented with exertional dyspnea and chronic-systolic heart failure. The tmvr procedure was ultimately aborted due to a femoral vain rupture resulting in a wasted 29mm 9600tfx transcatheter valve. Vascular surgery was called in to perform a repair. The tavr procedure was successfully performed after an implant duration of seven (7) years, 10 months. The patient was taken to the pacu in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia.